Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was 848 m/gl and moderate ketones were present. A bolus was delivered to address bg. Customer went to the emergency room; bg was 548 mg/dl. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and bg was 600 mg/dl. Intravenous insulin and fluids were administered. Elevated bg/dka were resolved. Customer's kidneys were affected; however, no further information was provided. Customer was discharged on (B)(6) 2019. Customer and healthcare provider performed troubleshooting and could not find a cause for the occlusions. Customer reverted to using manual injections for insulin therapy.